Event description:
Dexcom continuous glucose meter, continuous sensor malfunction. Major sensor issue admitted by company creating continous sensor failures. This problem has been continous for 1 month. Nine sensor failures out of 10 sensors used. Dexcom continues to offer replacements, but does not seem to be getting a lid on the problem. Multiple lots, multiple serial numbers. We have had trouble with sensor failure issues on 5 shipments. Dexcom keeps saying the problem is under control and they have new sensors and they replace them and the new ones just keep failing. Dates of use: 2009. Diagnosis or reason for use: diabetes type 1.